Manufacturer narrative:
(B)(4). It was indicated that a copilot device was not involved in this complaint; therefore, a failure analysis will not be performed. Furthermore, a review of the lot history record and complaint history of the reported lot could not be conducted, because this incident is not related to a specific device but a general comment on interactions with the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The physician made a general statement that the copilot is difficult to compress. The physician has developed thumb arthritis due to its usage on a daily basis. The physician showed a similar non-abbott device being used and commented that the copilot is worse. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch filing, additional information reported that the physician did not develop thumb arthritis.